Manufacturer narrative:
Summary of evaluation: the examination results indicate that when downwards pressure on the insert was applied, it curled up on itself and jammed against the sloped surface of the metal retaining flange. In this position it would not engage correctly with the baseplate. An undersize condition contributed to the assembly problem.

Event description:
The device failed to fit on the baseplate. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.